Event description:
An (B)(6) female, with hypertension, rheumatoid arthritis, and a previous history of pancreatitis, underwent aaa repair on (B)(6) 2010. After retrieval of the top cap, blood was still oozing out from the captor valve despite closing it. The valve had to be opened and closed down frequently for wire and catheter exchange and placement of ipsilateral limb. When possible, a 9 french introducer sheath was placed through the valve to control the blood loss. The pt lost approx 300-400 mls of blood. The pt required 2 units of blood transfusion post procedure. No other complications.

Manufacturer narrative:
(B)(4). Blood loss and transfusion of blood products: bleeding is addressed in the provided IFU. (B)(4). Leakage is not specifically addressed per the IFU. Check-flo discs critical dimensions are inspected during incoming quality control. The captor valve assembly is inspected, 100% unless otherwise specified, and the valve collar is verified to be completely snapped into the valve chamber. The orientation of the check-flo discs are confirmed. The discs are also examined to verify that each is punctured and free of tears. A 16 fr piece of tubing is placed through the iris valve to confirm that the valve opens and closes without issue. A leak test is performed on the captor valve assembly. The zenith device has completed requirements, showing the device meets the predetermined requirements, and that the requirements meet the needs of the user. Each device is shipped with an IFU describing the appropriate warnings and precautions, contraindications, and the proper deployment procedure. We are aware of the potential for leakage through the captor valve and the risk associated with this failure mode and measures are being considered, including areas for improvement regarding the captor valve. The risk of blood loss remains with the use of a device with a captor valve. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints.